Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pace impedance measurement of 2,338 ohms and triggered another lss due to a high left ventricular (lv) lead out-of-range pace impedance measurement of 2,864 ohms. Review of rv impedance trends suggest the abrupt changes in measurements was attributed to the spring contact interaction between the rv lead and the crt-p device header. Additionally, the lv lead impedance trends mirrored the rv impedance trends, as the pacing configuration was lv ring2 to rv. Technical services (ts) reviewed troubleshooting options and programming considerations. Good unipolar pacing thresholds were noted. The rv lead was programmed to a split configuration with unipolar pacing and bipolar sensing, and the lv pacing was programmed to lv ring2 to can. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pace impedance measurement of 2,338 ohms and triggered another lss due to a high left ventricular (lv) lead out-of-range pace impedance measurement of 2,864 ohms. Review of rv impedance trends suggest the abrupt changes in measurements was attributed to the spring contact interaction between the rv lead and the crt-p device header. Additionally, the lv lead impedance trends mirrored the rv impedance trends, as the pacing configuration was lv ring2 to rv. Technical services (ts) reviewed troubleshooting options and programming considerations. Good unipolar pacing thresholds were noted. The rv lead was programmed to a split configuration with unipolar pacing and bipolar sensing, and the lv pacing was programmed to lv ring2 to can. This crt-p system remains in service. No adverse patient effects were reported.